Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, scope communication error b30 occurred and no image was displayed when connecting 190 series scopes. When other series 180/170/150 scopes were connected, it worked. After cleaning the electrical contact point of clv-190 and maj-1933 cable, there was no error message but image was distorted. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.